Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during cerebral angiography, the 5f tempo contrast catheter was found unable to pass during use. After removal, a crack was found at the tip. A new product was replaced and the procedure was completed. There was no reported injury to the patient. The device was prepared according to the instructions for use. No apparent damage was noted prior to use. The intended procedure involved the aortic arch, with no calcification or vessel tortuosity reported. A non-cordis guidewire was used. No resistance or unusual force was encountered during advancement or withdrawal, including while advancing over the guidewire. The device will be returned for evaluation.